Manufacturer narrative:
A thorough investigation was conducted to identify the root cause of the reported issue. The field service engineer promptly resolved the customer's immediate concerns by cleaning the connections of the ECG module. The analysis revealed that regular preventative maintenance was not being carried out, leading to an accumulation of dust and debris. This buildup interfered with proper electrical contact, resulting in errors and system failures.

Event description:
It was reported the cx50 ultrasound system locked up with an error code during an emergency fast examination. The procedure was completed with another system. No patient or user was harmed as a result of the issue. The service engineer evaluated the system, found a considerable amount of dust, and cleaned the connections of the ECG module. Philips has started an investigation into this complaint.